Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing sleeve. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a missing sleeve cover for non-patient end of the cannula. The following information was provided by the initial reporter. The customer stated: "when collecting blood for the patient, it was found that the disposable blood collector had no rubber plug, the collection was successful after replacing the disposable blood collector."